Event description:
On (B)(6) 2022, lay user/patient contacted lifescan (lfs) (B)(6), alleging that her onetouch verio reflect meter was reading inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on information obtained by the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began at an unspecified time on the evening of (B)(6) 2022. The patient claimed obtaining a blood glucose reading of ¿200 mg/dl¿ with the subject device which they felt was inaccurately high compared to their feelings and/or normal results. The patient manages their diabetes with insulin (unspecified type and dose) and reported that in response to the alleged elevated reading obtained on the subject device, they ¿took more insulin¿; however, the patient was unable to specify the type of insulin or dose administered at the time. The patient reported that they then ¿fainted while on the bus¿. The patient was unwilling to provide further information relating to the event. It is not known whether the patient received medical treatment as a result of the alleged issue. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly at the time of testing. The patient was unable and/or unwilling to continue with product troubleshooting and so it is therefore not known if the test strip vial was intact, if the test strips had been stored properly or open beyond their discard date. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering an increased dose of insulin based on the alleged elevated reading obtained on the subject device.